Event description:
It was reported that high impedance measurements were noted on the lead. The physician decided to reprogram shock configuration without use of the svc coil. An induction test was performed and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.